Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device was used and the staple line was complete but at the cutting time, the stapler blocked and the knife only worked on half of the staple line.